Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 1162 during system boot and replaced the affected sp cannula ID (scid) printed circuit assembly (pca) to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the reported issue can be attributed to a fault of a component or module within the affected scid pca causing a recognition issue with the cannula docking. This issue can be resolve by replacing the affected scid pca via fse service. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted surgical procedure, the customer encountered a repeating error 1162 when they were docking the patient side cart (psc). The customer reseated the cannula and hard power cycled the system but the issue remained. The techncial service engineer confirmed the reported error along with error 41087 in the system logs. The procedure was converted to laparoscopic with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that the procedure was converted to another dv system to resolve the issue with a surgical delay of approximately 30 minutes.